Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2011 it was reported that the patient presented to the emergency room feeling lightheaded, nauseated and diaphoretic. Interrogation of the defibrillator revealed that the left ventricular lead had dislodged causing atrial fibrillation. The lead was turned off. On (B)(6) 2011, the lead was explanted and replaced.